Manufacturer narrative:
No moisture damage was noted on the electronics, motor, battery tube, and vibrator assembly during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported that the insulin pump was exposed to moisture. Customer stated that she was working out and the insulin pump was in the pocket of her workout pants. She went to take a shower and took the device out and noticed it has condensation inside the screen. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.